Manufacturer narrative:
No d1000 product samples were returned for investigation, however, photographs were returned showing blood stains on bed linen. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
The leak occurred during two hours and eleven minutes into the treatment.

Manufacturer narrative:
Although requested, the device has not been returned to the manufacturer for testing and investigation.

Event description:
The event involved leaking of a tego connector on the venous line during the third treatment of dialysis. It was reported that the tego was checked prior to the start of treatment and no leak was noted. The tego was cleaned with chloroprep pre-treatment. The patients treatment was two hours and thirty-four minutes and the leak was found with twenty-three minutes left on the treatment, concluding that the leak occurred during one hour fifty minutes into the treatment. The user stated ¿the bung in question was on the venous line and therefore would not have caused the stage one to alarm as it would if it was on the arterial line where the stage one would have picked up the blood loss¿. Blood loss was reported, but was not considered clinically significant. There was no adverse event or medical or surgical intervention required.